Event description:
It was reported that it was planned to explant the pump due to a yeast infection in pericardial and blood. The patient had a pericardial window on (B)(6) 2025 and a pleural drain on (B)(6) 2025. The patient was readmitted on (B)(6) 2025 for findings in pericardial and pleural fluid. The patient's temperature spiked on (B)(6) 2025, and there was blood and staphylococcus epidermidis and candida dubliniensis. The team started micafungin, and the patient underwent a pericardial drain on (B)(6) 2025 which grew candida dubliniensis. Log files were submitted for review and captured low flow events on 16jul2025. The low flow threshold was lowered which resolved the alarms. The log files also captured backup battery not installed messages starting at 07:54:01 through 13:38:14. It was additionally reported that the backup battery was removed so the pump could be stopped prior to explant. It was later reported that although it was planned for the pump to be explanted the pump was not explanted. It was noted the patient had low flows while waiting for the surgical procedure due to hypovolemia. The patient was given 0.5 liters of normal saline and the issue resolved. Additional log files were submitted for review and captured multiple low flow alarms as well as brief low flow estimates with the calculated pulsatility index (pi) elevated on (B)(6) 2025. The patient was hypertensive with a mean arterial pressure of 108 to 110 mmhg. The patient was given afterload reduction and the low flow alarms resolved. The source of the infection was blood, cardiac tissue and pump pocket infection with positive cultures for candida dubliniensis. A computed tomography of the chest was performed following a surgical exploration and washout which found pleural effusions, trace post-surgical pneumomediastinum and fluid collection around the pump. The pump remained implanted and was noted to be functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed through the review of the submitted log files. Although a specific cause for the reported alarms could not be conclusively determined, the account reported the alarms occurred in the setting of hypertension and hypovolemia. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log files collectively contained events from 15jul2025 through 16jul2025, 23jul2025, and 29jul2025. Low flow hazard alarms were captured on (B)(6) 2025 and were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to operate as intended at the fixed speed. It was reported that it was planned to explant the pump due to a yeast infection in pericardial and blood. It was additionally reported that the patient previously had a pericardial window on (B)(6) 2025 and a pleural drain on (B)(6) 2025. The patient was readmitted on (B)(6) 2025 for findings in the pericardial and pleural fluid. The patient¿s temperature spiked, and there was blood and positive cultures. The patient started medication and underwent a pericardial drain on (B)(6) 2025 which became infected. It was communicated that the source of the infection was blood, cardiac tissue, and pump pocket infection. It was later reported that although the pump had been planned to be explanted, the pump was not explanted. It was also noted that the patient had low flows while waiting for the surgical procedure due to hypovolemia; the patient was given saline and the alarms resolved. Additional log files showed low flow alarms, and the account reported that the patient was hypertensive at the time; the patient was given afterload reduction and the alarms resolved. A computed tomography (CT) of the chest was performed following a surgical exploration and washout which found pleural effusions, trace post0surgical pneumomediastinum, and fluid collection around the pump. The pump remained implanted and was noted to be functioning as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local and pump pocket), pericardial fluid collection, and hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6, "patient care and management", lists infection and hypovolemia as potential late postimplant complications. Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient underwent transplant and the pump operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that at the time of the pericardial window, the past was post-operative day 8 from implant with a pericardial effusion noted on echocardiogram (echo). The type of fluid collected was serous/sanguineous-surgical. The fluid was partially loculated, so a window was created, and a chest tube (CT) was placed two times. The chest tube was discontinued after 48 hours. There were no clinical signs of tamponade. An echo was performed pre and post event. A chest x-ray was performed with two views (anteroposterior and lateral) with an ultrasound of the chest indicating the pericardial effusion. The patient was asymptomatic and had no complaints of any symptoms. After, the patient stated that their chest felt less heavy and that they could breathe easier. The procedure resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient had a chest x-ray that showed a left pleural effusion and had a pleural drain placement in may.